Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -10.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was implanted upside down. Intraoperatively the lens was removed and became damaged during removal; but per the patient's request the lens was reinserted as the patient was reluctant to undergo a revision surgery. There was no patient injury. The problem was not resolved and it was noted "in the future we will consider replacing the lens based on the patient's progress". The cause of the event was reported as unknown.